Event description:
It was reported that during a laparoscopic roux-en-y procedure, on the 8th firing, the device stapled only one side completely. The procedure was completed with another device of the same product code. There was no patient consequence.